Manufacturer narrative:
Failure analysis revealed that all the operating currents were within the specifications and no unexpected low battery or off no power alarm noted. No dark spots on lcd window found. The device did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on the electronic and motor assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump has a foggy display screen, due to possible moisture damage. Customer's blood glucose level at the time 176mg/dl. Advised insulin pump would be replaced. No additional information is provided.